Event description:
Caller reported that the pump battery was depleting too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to fully charge the battery, but the customer declined to further troubleshoot. No additional information was provided.